Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the package damaged? Unk. Was sterility compromised? Yes. Was there damage to carton? No. Was there damage to folder/tray? Unk. Was there damage to the primary package? Yes. Was there any hole, tear, or puncture that compromises sterility? Not sure. What is the lot number? Unk.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the primary package was found damaged and it was reported that sterility was compromised. A like device was used to complete the procedure. There were no adverse patient consequences reported.